Event description:
The doctor passed the chilli ii cryotherapy ablation catheter through an 8.5 french sheath and positioned it for the ablation procedure. However, the physician was unable to get the device to bend as it is designed to do. Per the staff and the physician, the directional control/component of the device was not working. The doctor removed the catheter and used another device with the same make and model to complete the procedure without difficulty. No visual defects could be identified on the device in question. There was no patient harm as a result of this incident. The boston scientific representative was notified of the event by the cath lab staff, and the following day the risk management department also spoke with the same rep. Regarding this failure. The device is being returned to the manufacturer for examination.